Event description:
A patient participating in a post approval study is reported to have died as a result of bowel infarction, respiratory failure and atherosclerotic heart disease. Prior to the valve implant, the patient suffered from infective endocarditis, congestive heart failure, coronary artery disease, chronic atrial fibrillation, and stroke.